Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method 20fr was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, during unpacking, it was found that the forceps got damaged. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that one prong of the hemostats broke midway between the hinge and the finger ring. The fracture surfaces presented no voids in the material or other casting imperfections. The complaint is consistent with the return that the hemostat broke. It is most likely that the hemostats appear to have broken while undergoing stress, most likely while being forcibly closed, therefore the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the  reported lot number 16137834.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method 20fr was used during a percutaneous endoscopic gastrostomy (peg) procedure performed on (B)(6) 2013. According to the complainant, during unpacking, it was found that the forceps got damaged. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.